Event description:
A report was received that a patient's ipg was replaced due to damage that occurred during the implant procedure. While troubleshooting high impedances during the initial implant, the physician used a syringe with air to blow into the ipg header which was no longer able to be inserted into the lead header as the lead contacts were damaged. The patient's surgical site was closed and reopened and hour later in order to replace the ipg. The patient was reportedly doing well following the procedure.